Event description:
It was reported that the patient called in the morning to report dark black stools, weakness, dizziness and vision changes. The hematocrit and hemoglobin levels of the patient had dropped from 12.4 to 5.8 over 10 days. The patient was admitted for gastrointestinal workup and transfusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had black stools on (B)(6) 2022 with no other stools until (B)(6) 2022. The patient also reported weakness, dizziness and vision changes. The patient went to the hospital on (B)(6) 2022 and was found to have a hematocrit of 17. While waiting for blood to be prepared for transfusion, the patient began vomiting bright red blood and became unstable. The patient was transferred to the intensive care unit and required emergent intubation and stabilization due to hypovolemic shock. A bedside endoscope was done by gastrointestinal physicians but no active bleeding source was found. The patient was given vitamin k and fresh frozen plasma to reverse coumadin. International normalized ratio (inr) was supratherapeutic at the time of admission at 3.95. A nuclear bleeding scan showed no active bleed. On 1(B)(6) 2022 the patient was extubated and stabilized quickly after transfusions were completed. The patient was found to have a nonbleeding arteriovenous malformation in the distal duodenum that was ablated using argon plasma coagulation. A capsule study was performed and the patient was given instructions on how to get it back to the physicians. The patient's hematocrit stabilized and warfarin was restarted. The patient's inr goal was lowered and the decision was made that if bleeding recurs the patient will be taken off warfarin.